Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed a full insertion of the tube into the drip chamber. Gravity testing was performed and revealed that fluid did not flow through the connection of the tube to the drip chamber. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set did not flow. This occurred during backpriming with normal saline. There was no patient involvement. No additional information is available.